Event description:
Patient has history of removal of astrocytoma approx 15 years ago which required a vp (ventriculoperitoneal) shunt. She has had multiple revisions with the last being 3 years ago. After a 4 day history of headaches, she returned to the ER where she was found to have a sluggish refuel of her reservoir and the CT scan of the head showed enlargement in the ventricular size. The patient returned to or for proximal shunt revision. Surgeon found slow flow csf from old intraventricular catheter.